Manufacturer narrative:
A ge rep evaluated the system and replaced the camera and performed an iris and beam alignments. The system operates as intended.

Event description:
The customer reported the system displayed a camera iris error and locked up. No pt injury was reported.